Event description:
Complainant alleged that the physician was defibrillating (joule setting unknown) a female patient (age unknown) using the device's multifunction cable and electrodes. The complainant alleged theat when the doctor administered the shock to the patient he had one hand on one discharge button and the other hand on the other discharge button, and the doctor rec'd an unintended delivery of energy that ran from one arm to the other arm. The complainant indicated that the physician did not require any treatment from the unintended delivery of energy. In addition, the complainant indicated that the patient was successfully defibrillated and that there was no adverse effect on the patient as a result of the reported malfunction.